Manufacturer narrative:
The reported device was confirmed to be a 3.0 rio® robotic arm - mics, catalog# 209999, serial# rob443 which had a malfunctioning j6 brake during a case. Device history review: a review of the device history records show that 209999, serial# (B)(4) was built and passed all qips as evidenced by the quality review and signature which was completed on june 22, 2016. Device evaluation and results: the device was inspected per gsp case# 145356-1 the failure mode was confirmed and attributed to the j6 brake disk rivets getting caught on j6 pulley counter bores not allowing brake to engage. The j6 pulley brake disc was reseated to resolve the issue. All post repair testing passed successfully and the system was declared ready for clinical use. Complaint history review: a review of complaints related to p/n 209999, serial number (B)(4) shows no other complaints related to the failure in this investigation. Conclusions: the j6 brake failure was confirmed. The issue occurred during a case and resulted in a conversion to manual. The issue was caused by the brake disc rivets making contact with the pulley. The brake was adjusted during the repair and the system returned to full function. Corrective action/preventive action: no further action is required.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After rio registration arm was e-stopped and end effector was able to freely swing. Ran through brake check and joint 6 failed. Support was called and fse was brought in to fix. The surgeon converted to a manual tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After rio registration, arm was e-stopped and end effector was able to freely swing. Ran through brake check and joint 6 failed. Support was called and fse was brought in to fix. The surgeon converted to a manual tha.